Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. After about 10 successful extractions and retractions of the fixation screw, during repositioning attempts, it became blocked and could no longer be deployed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: abnormal function of the screw mechanism was confirmed during the laboratory investigation: as received, the mechanism was blocked in the retracted position, which could not be recreated after removal. The analysis concluded that the most likely cause of the blocking episode is associated to a flake of metal which could have become lodged between two of the components. As indicated during the analysis burrs to the receptacle of the mechanism were found. It is not known with certainty when these burrs were formed, but the report of the physician suggests that the difficulties obtained during the implant attempt contributed to their formation. It should be noted that the mechanism function was normal during the implantation attempt, since the physician activated the mechanism several times to reposition the lead. Also, all leads are tested repeatedly at finished-device inspection to ensure extension and retraction within the specified number of turns. Regarding the deformation to the coil to the lead body, this damage is not considered to be a mfg defect, because there are controls in place to disallow gross defects such as these. The results of the subject investigation are retained and utilized for trending purposes.